Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing threshold measurements and was over 3v at the most recent test. A stored right atrial automatic threshold (raat) test showed loss of rv capture at the programmed output of 3.5v. Other lead parameters were within normal limits. An email was sent to the clinic recommending further review, noting the alert for the right ventricular automatic threshold being greater than the programmed amplitude or suspended will not be retriggered until the device is interrogated with a programmer. No adverse patient effects were reported. The lead remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.